Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k072543.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch select meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged product issue occurred on (B)(6) 2011 at around 5:10am and immediately after, the patient claimed to have developed symptoms of "numb lips and clammy feeling". The cca was informed by the patient that she manages her diabetes with oral medication (unknown type and dosage), diet and exercise. The patient stated taking more food/drink in response to both the alleged issue and the symptoms, right after the reported issue began. At the time of troubleshooting, the cca determined that the correct type of test strips was being used and there was no evidence of misuse. The cca also noted that the battery did not require replacement. Replacement products were sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms suggestive of a serious injury and received medical treatment after the alleged product issue occurred.